Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. Additional information indicated that the lead incurred lead body damage during implant procedure. The lead was never in service. No adverse patient effects were reported.